Event description:
The user facility reported that the needle bent and would not engage into the safety mechanism. This resulted in the needle being exposed. No adverse effects to the pt or clinician were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.